Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. A guidewire was not returned with this device. The handshake connection was inspected and no damage was noted. The tug test was performed and no issues were noted. The burr was microscopically examined. The annulus was slightly misshapen. No issues were noted with the exposed brass on the plated back half of the burr. Blood was evident in the catheter sheath and dried blood was present at the burr tip. There was no damage noted to the catheter sheath. An attempt was made to insert a test guidewire through the hole in the tip of the burr without success due to dried blood. The test guidewire was inserted through the proximal end of the advancer and advanced into the catheter sheath but could not be advanced passed the burr tip due to dried blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-00209. It was reported that a burr became stuck on the rotawire. Vascular access was obtained via the tibial artery. A 1.25mm rotalink plus and rotawire were used and advanced to treat the target lesion. During the procedure, after the device was removed out of the patient's body, a wire exchange was attempted. However, it was noted that the burr became stuck on the rotawire. The procedure was completed with this device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-00209. It was reported that a burr became stuck on the rotawire. Vascular access was obtained via the tibial artery. A 1.25mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. During the procedure, after the device was removed out of the patient's body, a wire exchange was attempted. However, it was noted that the burr became stuck on the rotawire. The procedure was completed with this device. No patient complications were reported and the patient's condition was fine.